Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 494 mg/dl. The customer reported recurring no delivery alarms. The customer had no symptoms. The customer did treat the high blood glucose level with manual injection. The current blood glucose level was unknown. The customer did not troubleshoot due to a past event. The insulin pump will not be returned however, the infusion set and reservoir will be returned for analysis.